Event description:
During a pci procedure, the maverick2 monorail ptca catheter balloon ruptured at 6 atms on the initial inflation. The physician felt resistance during delivery to the lesion. The lesion being treated was a calcified, 99% stenotic lesion in the distal right coronary artery (rca). A zeon introducer sheath, a pt2 guidewire, a mach1 6f fr guide catheter, an encore 26" inflation device and a driver 4.0mm stent were also used in the procedure. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as 'good'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.